Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique via a 12f sheath hole prior to an interventional left atrial appendage closure procedure. Reportedly after the prostyle suture was deployed, the footplate would not retract. After slightly readjusting the device, the footplate ultimately fully retracted. The device was removed without issue and without damaging the vessel. As this was a pre-close for a large hole, a new prostyle suture was placed with no issue. After the interventional procedure was completed using the same 12f sheath, both knots were successfully advanced to the vessel wall and tightened (functioned as intended); however, complete hemostasis was not achieved as oozing was observed. A figure of 8 stitch was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the foot was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue, patient effect and treatment appears to be related to circumstances of the procedure. In this case, it is likely tissue or suture was caught in the foot. The reported patient effect of hemorrhage is listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.